Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose was not impacted. Additionally, the pump could not be charged, despite the use of multiple usb cables. The customer reverted to an alternate method of insulin therapy.